Event description:
It was reported that there was a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery on the cpu card and the fuse on the generator card were evaluated and replacement. The mains connector was repaired. The system was tested and found to be working as intended and returned to service.